Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient subsequently developed urinary retention, pain, migration and erosion of the transvaginal tape. There is no additional information available.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and bard uretex were implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that the patient underwent a mesh removal on (B)(6) 2008. Another mesh removal was performed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced erosion, infection, urinary problems, vaginal scarring. (B)(4).

Manufacturer narrative:
Additional patient codes: (B)(4) - blood loss, (B)(4) - urinary tract infection additional narrative: it was reported that following insertion the patient experienced bleeding and urinary tract infection.